Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The customer was disconnected during priming. The customer stated that she bolused too much insulin to treat a high blood glucose reading, which caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.